Event description:
It was reported that during the pre-use check, leakage of air from the cushion part of the mask. No patient injury reported.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Observation of the sample confirmed the tear between the housing and the cushion part of the mask. Supplier investigation states that the devices are all leak checked prior to leaving the manufacturing site. Additionally, upon examining the photos returned for investigation, there is a tear in the plastic that matches the rip in the device as if the box was opened with a sharp edge. Due to this, root cause traced to user. Supplier device history review shows no non-conformities of reported issue.